Event description:
It was reported that the right ventricular (rv) lead was repositioned due to high pacing thresholds of 3.6v at 0.4ms that lead to loss of capture and asystole of less than 2 seconds. It was suspected that the lead had micro-dislodged. The lead was repositioned and the new readings were satisfactory. The lead remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was repositioned due to high pacing thresholds of 3.6v at 0.4ms that lead to loss of capture and asystole of less than 2 seconds. It was suspected that the lead had micro-dislodged. The lead was repositioned and the new readings were satisfactory. Subsequently, this rv lead was explanted and replaced when the pacemaker was explanted due to a therapy upgrade. No additional adverse patient effects were reported.